Manufacturer narrative:
The insulin pump passed the displacement test, self test,excessive no delivery test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The device was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 136 mg/dl. During troubleshooting high pressure test was performed twice and it failed. Customer also mentioned having high blood glucose. The device was returned for analysis.